Manufacturer narrative:
Device evaluation by manufacturer: this amplatz super stiff guidewire was returned with its original box and pouch batch; overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. Visual and microscopic observation revealed a kink at the distal tip and the ptfe coding was peeled.

Event description:
It was reported the device's coating became displaced and stuck inside the bile duct. An amplatz super stiff guidewire was selected for a biliary stenosis procedure. During the procedure, the device's coating became displaced and stuck inside of the bile duct. The device had to be removed with all of the equipment from inside of the patient together to remove the guidewire. The procedure was completed via an alternative method. There were no patient complications as a result of this event.

Event description:
It was reported the device's coating became displaced and stuck inside the bile duct. An amplatz super stiff guidewire was selected for a biliary stenosis procedure. During the procedure, the device's coating became displaced and stuck inside of the bile duct. The device had to be removed with all of the equipment from inside of the patient together to remove the guidewire. The procedure was completed via an alternative method. There were no patient complications as a result of this event.